Manufacturer narrative:
Evaluation anticipated but not yet started.

Event description:
During initial installation of the pump system, one of the roller pumps did not properly initialize, preventing it from functioning. The pump was replaced and the installation was completed successfully. There were no adverse consequences to a patient as a result of this event.